Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Fa lab report: : received suspect vela main pcba and installed in known good unit. The vela immediately fails with vent inop fault upon booting up. In addition, the unit fails xdcr calibration on xdcr pt802. The reported problem was duplicated. Findings/root-cause: 1. Reported problem was duplicated and isolated to open resistor r608. This is a known issue being addressed by internal investigation. 2. The motor fault condition is the result of faulty transducer, pt802 p/n 68355 l/n r7c29- 8. This is considered a known issue addressed. No further investigation is needed.

Event description:
The customer reported, while using the vela ventilator, the device was running on a patient when the device alarmed "vent inop" and "motor fault". The customer reported no patient harm or injury.